Event description:
It was reported that during a da vinci si hysterectomy procedure, while the surgeon was opening the vaginal cuff, a spark from the monopolar curved scissors (mcs) tip cover accessory, installed on the mcs instrument was observed when the mcs instrument made contact with a cooper rumi uterine manipulator also being used during the surgical procedure. The mcs instrument was immediately removed and a replacement tip cover was installed. After some time of use a spark was observed coming from the replacement mcs tip cover accessory when the mcs instrument made contact with the cooper rumi uterine manipulator. The mcs instrument was immediately removed and the planned surgical procedure was completed with a replacement mcs instrument and tip cover accessory. The surgical staff contacted isi's technical support engineering for trouble shooting assistance. The tse instructed the site to inspect the tip cover accessories for damage; however, inspection of the tip cover accessories and mcs instruments by the surgical staff and isi representative present did not find any damage to the tip covers or instruments. No patient harm, adverse outcome or injury was reported. Medwatch report 2955842-2012-00125 has been submitted for the 1st mcs tip cover.

Manufacturer narrative:
The investigation conducted by the field service engineer determined that the cautery issue experienced by the customer was unrelated to the da vinci system as the fse was unable to replicate the issue experienced by the customer. Functional testing of the site's system by the fse found that it functioned within specification and review the site's system log did not find any error codes associated with cautery issues. As a precaution, the fse recommended that the site have their electrical surgical unit (esu) inspected and replace the esu cable. On (B)(4) 2012, isi contacted the da vinci coordinator (B)(6) at (B)(6) hospital and the following additional information concerning the reported event was provided: - the grounding pad and surgical site were found to be normal. - the esu was a valley lab force fx and the cut/coag mode settings were both 30 watts. - the site's biomedical department inspected the site's entire monopolar curved scissors instrument (mcs) inventory, cautery cable inventory, and esu; however no abnormalities were found. - the mcs instruments did not make contact with any other instruments during the surgical procedure. A response received on (B)(4) 2012, from the surgeon, dr. (B)(6) at (B)(6) hospital indicated that during the surgical procedure, the mcs instrument was in contact with the tissue being dissected and the characteristics of the sparks observed were bright flashes of light and that sparking occurred only when the vaginal cuff was being opened. She initially thought that a harmonic cup instead of a monopolar cup was being used, since it was generally when they were working on the cup. However, the surgical team confirmed that the correct cup was being used. No information was provided concerning what the surgeon believes may have caused the sparking. Dr. (B)(6) also indicated that there was no patient injury noted during the surgical procedure as a result of the sparking and the patient is recovering well. The tip cover accessory was returned and evaluated. Engineering visually inspected the tip cover under magnification and found no evidence of arcing on the silicone or ultem. No mechanical tears or physical damage were found. The customer reported failure cannot be confirmed.